Event description:
The patient reported that every so often the needle button comes off prematurely which makes the needle retract (needle button releases) and the v-go is unusable. The patient reported that they experience this issue during the beginning, middle, or end of the 24-hour wear period and it is not consistent. No specific event dates or number of occurrences were reported. The device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. The device was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about this device could not be confirmed.